Event description:
This international dealer reported that his unit alarmed while in use and switched power to it's internal battery. Several other devices in the intensive care unit were reported to have lost power during this event.